Event description:
The customer reported 2 posterior capsule tears. Multiple attempts were made for sample return and more information on the events with no response to date.

Manufacturer narrative:
Multiple attempts were made for sample return with no response to date. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.